Manufacturer narrative:
This lead was returned to post market quality assurance laboratory in two segments, having been severed during the procedure. Visual examination also noted cuts in the lead. Dried blood was noted around the lumen. Subsequent testing, performed separately on each segment, did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported clinical observation.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise and oversensing on the right atrial (ra), the left ventricular (lv) lead, and the right ventricular (rv) lead. Pacing inhibition greater than two seconds was also observed, resulting in the patient being admitted to the intensive care unit (ICU). Subsequently, a revision procedure was performed and the crt-d system was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise and oversensing on the right atrial (ra), the left ventricular (lv) lead, and the right ventricular (rv) lead. Pacing inhibition greater than two seconds was also observed, resulting in the patient being admitted to the intensive care unit (ICU). Subsequently, a revision procedure was performed and the crt-d system was explanted and replaced. No additional adverse patient effects were reported.